Event description:
It was reported that patient experienced inadequate stimulation and underwent an explant procedure. The explanted devices were not returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: (B)(4).